Event description:
The reporter stated that the surgeon was advancing a three piece collamer lens model cq2015 in the injector prior to insertion and noticed the lens was torn and decided not to use it. No pt contact or injury.

Manufacturer narrative:
Evaluation codes: results: (other) - a visual inspection of the returned product shows the lens has one haptic torn off and missing. There is a tear in the lens optic near the other haptic junction. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.